Event description:
Material# 305197, batch# 3320201. It was reported by customer that damaged needles verbatim: damaged needles (broken, had bent tips, and had damage to the middle of the needle.)

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr 10242361 follow up for device evaluation. It was reported the needles had bent tips and had damage to the middle of the needle. To aid in the investigation, eight hundred forty-one samples in sealed packaging blisters and three photos were received for evaluation by our quality team. Eighty samples were randomly selected for investigation. A visual inspection was performed with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. The needle hubs did not have any type of damage. In the photos provided, one photo shows a packaging shelf box, one photo shows a packaging blister top web, and the third photo shows a needle assembly with no packaging blister or plastic shield. The needle hub is damaged, broken in two pieces. No other information could be obtained from the photos. A device history record review was completed for provided material number 305197, lot 3320201. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Without the actual defective physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received. [1] date of event: several times over the last several weeks- 5/6/2024 thru 5/23/2024 [2] adverse events because of defect: several medications were ¿sprayed¿ on technicians and work deck when needle broke. One technician stuck her finger when attempting to puncture a medication vial. An incident report was documented. [3] *the needles in question have been breaking in the middle of the plastic hub. Some have a small indentation in the middle of the needle section and some have a fish hook appearance at the very tip of the needle. Material# 305197 batch# 3320201. It was reported by customer that damaged needles. Verbatim: damaged needles (broken, had bent tips, and had damage to the middle of the needle.)